Manufacturer narrative:
Reporter phone number (B)(6) . Date of event is estimated.

Event description:
It was reported that patient experienced uncomfortable stimulation, vomiting and heating at the ipg pocket site after a motor vehicle accident. System diagnostic recorded high impedances on one lead. As a result, surgical intervention was undertaken wherein the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event of high impedance on the returned lead was not confirmed. As received, the complete octrode lead was received and was cut into two segments during the explant procedure. Microscopic inspection on the terminal end segment and stim end segment did not show any broken wires, and both lead segments passed the end-to-end continuity test.